Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with a microscope noted loose particulate matter (excess cassette sheeting) inside the cassette. Functional testing including leak testing, clamp function testing, clear passage testing, and device to device interaction testing were performed with no issues noted. On conclusion of the investigation the reported condition was verified and the cause was determined to be manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned integrated apd set with cassette, loose particulate matter was found inside of the cassette. There was no patient involvement. No additional information is available.